Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "these devices had led to damage to the lung tissue and fear of serious illness" related to a CPAP device's sound abatement foam. The patient has alleged there was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The previous report incorrectly captured the reported event as an adverse event and death as the outcomes attributed to ae. The event is a serious injury. Corrections have been made to the form box b: both, and the outcomes attributed to ae as other.

Manufacturer narrative:
This supplemental report is being submitted to correct the following fields: patient identifier, product brand name, b5/description, event date, report source, usage of device, and to include the product UDI.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information alleging "damage to the lung tissue and fear of serious illness". There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith-effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.